Manufacturer narrative:
The probable cause of error c-34 is attributed to a faulty electrical component inside the generator.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. The generator has been returned and evaluated by the failure analysis (fa) team. There were a significant number of iesu-related errors found in the logs. The unit was installed onto a testing system and c-34, and c-00 errors were present at startup.

Event description:
It was reported that during a da vinci-assisted hiatal hernia surgical procedure, an activation has been interrupted due to an error, c-34 message occurred when the surgeon tried to use monopolar and bipolar energy. The customer replaced the instrument, energy cord, and ground pad before calling, with no change. The customer rebooted the generator, with no change. The customer did not have a third-party generator or another system available and elected to proceed using the vessel sealer instrument and e-100 generator. There were no reports of patient injury.